Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was unknow if the reprocessing steps at the material residue point were deviated from the instruction manual. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. During the device evaluation it was observed that the jet tube had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: due to clogging of the jet tube in the control unit the water could not be supplied, the suction cylinder had no color, the forceps channel port had a dent, the grip was shaved, switch 2 was damaged, the plug unit had a scratch, due to wear of the angle wire the play of the up/down knob was out of the standard value, the plastic distal end cover had a crack, the bending tube was deformed, the adhesive on the bending section cover rubber had a crack, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.